Manufacturer narrative:
Device identifier: 8714729828594. Device is combination product. Age at time of event 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05750. It was reported during a percutaneous coronary intervention procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 2.0x28mm promus premier stent advanced through the guidezilla extension catheter and the collar of the guidezilla detached, subsequently the promus premier stent dislodged from the balloon. A 2.0mm balloon catheter was then inflated in the guidezilla, and the promus premier stent was removed from the patient. No parts of the devices remained in the patient. The procedure was completed successfully with a different device. No is patient complications were reported and the patient's status good.

Manufacturer narrative:
(B)(4).

Event description:
The size of the promus premier was 3.0x28mm, not 2.0x28mm as previously reported.

Manufacturer narrative:
Describe event or problem: correction. Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer: the stent delivery system was returned for analysis. The balloon profile was examined and the crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The hypotube profile was examined and a visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The tip profile was examined and the bumper tip of the device showed signs of damage that was likely caused when coming in contact with the guide catheter extension. The shaft polymer extrusion profile was examined and a visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be caused by another device. The investigation indicates another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
The size of the promus premier was 3.0x28mm, not 2.0x28mm as previously reported.